Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the x-ray tube was defective. The customer declined the service request sent for philips evaluation and repair service. The customer declined the service request, so no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's x-ray tube was defective, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.